Event description:
Rptr's medical ctr accepted delivery of the subject equipment on 8/18/95. Since that time four (4) sets of slip ring brushes have been replaced. The MFR sold the scanner with the understanding that the brushes would require changing after 1,000,000 slip ring rotations. The brushes have required changing after only 35,000 rotations. The brushes have spread dust throughout the CT gantry and pt area. The MFR has not provided rptr with a list of the materials that make up the brush assembly. He is concerned that the pt may be inhaling unacceptable levels of this brush dust. In addition, the dust may be causing premature failures of electronic and mechanical assemblies in the gantry. Rptr has been told that this model of scanner has been experiencing the same problem in other facilities. The MFR has not made this info available to rptr. (*)